Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with Tandem Technical Support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.